Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unit and five photos. Visual inspection of the sample and photos found that there was foreign matter on the inside of the top web, on the grip and button, inside the protective needle cover, and on the outer threads of the adapter of the device. The reported issue was confirmed. Further inspection revealed that the foreign material was a brownish color, viscous, and could be wiped off easily. Spectral analysis was performed to identify the foreign material. The ftir analysis results indicated that the material was likely super grease. As the foreign material was found inside the package and needle cover, the defect can be linked to manufacturing. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced foreign matter in device cannula. The following information was provided by the initial reporter: according to the customer's report, the hcp noticed a dirt on the product before use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced foreign matter in device cannula. The following information was provided by the initial reporter: according to the customer's report, the hcp noticed a dirt on the product before use.